Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, g4, g7, h1, h2, h3, h4, h6, h10. The reported device was returned and evaluated. Upon visual inspection the handle shows impact damage and the strike plate had fractured off. No strike plate was returned with the handle. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty , the broach handle fractured. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.